Event description:
It was reported that pump displayed malfunction alarm malf 1, and malfunction recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer, with support from technical support, reset pump, was arranged a warranty replacement pump, planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump in storage mode and return it with prepaid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.